Event description:
It was reported that the system 9800 displayed communications failure and needed to be reinitialized. There was no adverse patient involvement reported. There was no patient information reported. A ge service representative performed an on site investigation. The malfunction was verified. The system was tested and found to be working as intended and placed back into service.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The error logs were reviewed and showed that the hard disk data was corrupt. The hard disk was replaced and the software reloaded. The system was tested and found to be working as intended and placed back into service.